Event description:
This patient experienced a stent fracture and related restenosis approximately 6 months post implant. The physician overlapped the fracture with a taxus stent. This patient was admitted for elective coronary intervention. Angiography revealed two lesions within the lad: a de novo 20mm bifurcating lesion in the proximal lad/ 1st diagonal branch, and a de novo, 30-50mm lesion in the distal lad. The vessel diameter was 2.5mm to 3.0mm in diameter (healthy tissue). It is not known if the lesions were predilated. Four cypher stents were deployed in the lad in overlapping fashion: a 2.5 x 18mm, a 3.0 x 13mm, a 2.5 x 13mm, and a 3.0 x 23mm. It is unclear where within the lad each stent was placed, although it was reported that the 3.0 x 13mm cypher stent was deployed in the distal lad. The stents were deployed to 12 atms. An additional cypher stent, a 2.5 x 18mm, was deployed within the ostial diagonal. Ivus was not conducted; however, angiographically a good result was achieved. Approximately six months later, the patient underwent stress testing, which was abnormal. Re-angiography revealed a stent fracture of the 3.0 x 13mm cypher stent in the distal lad. Restenosis at the fracture site was also observed. This was treated with the placement of a taxus stent. Additional information was requested; however, there is no additional information forthcoming.